Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to verify the customer's reported issue. The ventilator alarmed transducer faults. Visual inspection revealed a loose connection on the solenoid manifold. The service technician adjusted the connections and the issue was resolved.

Event description:
The customer reported model lap top ventilator displayed transducer fault. At this time, it is unknown if there was any patient involvement associated with the reported issue.